Event description:
It was reported that the cement ratchet gun malfunctioned half way through a primary hip implantation causing the cement to begin to set. The surgeon removed the cement before it set, however the patient started to deteriorate causing low oxygen saturation and ECG changes. Fat embolus were also evident. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign- UK. Concomitant medical products: item#: unknown, lot#: unknown, item name: unknown optigun. Item#: 3011630001-3, lot#: x20cab0303, item name: refobacin revision 40 -3. Item#: 4160, lot#: 0001688806, item name: optivac m. Multiple MDR reports were filed for this event, please see associated reports: 3006946279-2023-00040. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Associated products: item#: 4195, lot#: unknown, item name: optigun ratchet. Item#: 4160, lot#: 0001688806, item name: optivac m. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. An iso-setting test has been performed. A retain sample of batch x20cab0303 has been tested in the laboratory under standardized conditions (23°c; rel. Humid >=40 %). No unusual cement paste temperature and hardening time has been noticed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. The review of the sterilization certificate indicates that the products were sterilized according to the specification. The review of the raw material certificate shows no non conformity or deviation device used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined.

Event description:
Attempts have been made and no further information has been provided.